Manufacturer narrative:
An event regarding insert disassembly from baseplate involving a triathlon mobile bearing insert was reported. The event was not confirmed. Only minor damage is observed on the insert. Dimensional inspection is not possible due to deformation of device after autoclaving at hospital. The device was manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining a root cause. The event description indicates that the patient was using toes of left foot on the heel of the right foot to help remove a boot/ shoe. This could be an indication of excessive non-physiological loading through the knee joint resulting in the dislocation of the insert from the baseplate. No further investigation for this event is possible at this time.

Event description:
Patient using toes of left foot on the heel of the right foot to help remove a boot/ shoe that caused dislocation of triathlon mobile bearing insert from tibial baseplate, right tkr. Surgeon performed revision surgery to remove original dislocated insert and replace with a new insert , same catalog number.

Event description:
Patient using toes of left foot on the heel of the right foot to help remove a boot/ shoe that caused dislocation of triathlon mobile bearing insert from tibial baseplate, right tkr. Surgeon performed revision surgery to remove original dislocated insert and replace with a new insert , same catalog number.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.